Event description:
Literature: marks wa, honeycutt j, acosta f, reed m. Deep brain stimulation for pediatric movement disorders. Semin pediatr neurol. 2009;16(2):90-98. Summary: this article reviews the role of dbs and the authors experience with establishing a dedicated pediatric dbs program. The article included information on patients from september 2007 to february 2009 with 18 surgeries on 16 patients with primary and secondary dystonias as well as one pt with juvenile parkinson disease caused by tyrosine hydroxylase deficiency. Patients were implanted bilaterally in the gpi. Reportable event: one pt experienced an infection that seemed to be localized to the implantable neurostimulator and did not necessitate removal of electrodes. The pt was treated with implantable neurostimulator (ins) removal and antibiotics. At the time of the report, the pt was awaiting ins reimplantation. See literature article attached to MFR report# 2182207-2009-05602. Reference MFR report # 2182207-20090-5607 for other side of bilateral system.